Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. It was reported that the aortic neck was conical. There is a report of a type IV endoleak. Approximately 2 cm distally, the device narrows. The physician re-ballooned that area after the first angiogram, and then ballooned with reliant. The patient will be monitored in 30 days. No clinical sequelae were reported and the patient is fine. Film evaluation: review of several still images at implant show a possible type IV endoleak from the left side of the stent graft; cannot confirm the exact location.

Manufacturer narrative:
(B)(4). Results: endoleak; unknown cause of endoleak. Conclusions: unknown cause of endoleak.